Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that o (B)(6) 2025, a 30mm amplatzer septal occluder was chosen for implantation utilizing a 6f mullins delivery sheath. During deployment the occluder deformed so it was removed. There was no interaction with cardiac structures and no angulation or kink in the delivery system. There were no patient consequences or clinically significant delay.